Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 02 feb 2021 were reviewed. On (B)(6) 2014, the patient had a left total knee replacement to address degenerative joint disease. Depuy components including depuy patella and depuy cement x2 was utilized during this procedure. On (B)(6) 2016, the patient had an explant left total knee to address pain and infection. The preoperative summary included that the tibia tray is in some varus and was ¿obviously loose¿, no interface provided. The femoral component was not loose, but was revised. No mention of revising the patella. There was no mention of the manufacturer of the spacers implanted during this procedure. Doi: (B)(6) 2014; dor: (B)(6) 2016; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record review was conducted as part of investigation (B)(4). The record review did not reveal any related manufacturing deviations or anomalies.